Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was further described as patient did not adhere to aseptic technique. The patient was hospitalized for the event. Treatment details were unknown. The catheter was removed and the patient was placed on hemodialysis. The patient was not retrained on proper aseptic technique as pd therapy discontinued and the patient was placed on in-center hemodialysis. At the time of this report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.